Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving via an implantable pump. The indication for use was spinal pain. It was reported that the pump was removed approximately 3-4 years earlier due to blood and bone infections.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.